Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 3006705815-2016-00631. It was reported the patient experienced a cerebrospinal fluid leak during the trial procedure resulting in a severe positional headache. As a result, the patient received a blood patch after the trial leads were removed as schedule. Follow-up revealed the blood patch was effective and the issue was resolved.